Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) due to error 319. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The usm was analyzed. The usm was tested on an in-house system in normal mode where it triggered a 319 error. The unit was tested on a pftp and failed the friction speed low/high and the fiber tests pointing to the rolling loop fiber/insertion. Troubleshooting the issue, using a golden rolling loop fiber pftp fiber test passed on retry, performing an aba issue comes back. After a further investigation, contamination was not found on usm. The rolling loop was found damaged, and broken ground straps caused friction failures. Logs confirmed error 319 pointing to a communication issue on the acs. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted radical extraperitoneal prostatectomy (with lymphadenectomy) surgical procedure, the patient side cart (psc) was triggering a 319 error on universal surgical manipulator (usm) 3. The system was power cycled prior to calling intuitive technical support engineer (tse) without resolving the issue. The customer performed a hard power cycle and the error returned after the emergency power off (epo). The surgeon was able to disable usm3 and continued the procedure with the remaining usms. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the patient did tolerate the change fine. There was no change in the patient's status. There was no injury to the patient. Disabling arm 3 on the psc allowed the customer to resume the surgery. The system was checked before and after the start-up of the case. The system initially started without any errors, issue occurred several hours after the start of the case.